Manufacturer narrative:
Stryker evaluated the customer's device and could not verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver therapy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver therapy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.